Manufacturer narrative:
The device was returned to olympus for inspection. A definitive cause could not be determined. Based on the results of the investigation, the most probable cause of the reportable malfunction is: cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects (white foreign material) in the auxiliary jet channel. There was no patient involvement.